Event description:
It was reported there were f6 faults that appeared.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. Eval: the pulsar generator was received in poor condition with upper lid surface scratches. A power cord was received but neither a user manual nor any hand pieces were received. The unit delivered rf energy correctly into fixed resistors. The logged f6 fault alarm occurred on the last field day of use and is the reason for return. The f6 fault indicates a temporary loss of communication between the ucb and the rf controller. For safety reasons, the unit must be rebooted before it will again deliver rf energy. The f6 fault occurred once. Applicable software and hardware upgrades were performed. The unit used final testing and was recertified for use.